Manufacturer narrative:
A review of the manufacturing documentation associated with lot 297522 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after removing a smart flex 8x60 120ccm vascular stent system from the packaging, it was found the stent "came out". Another smartflex was used to complete the procedure. There was no injury reported to the patient. The elderly female patient had femoral artery stenosis with normal surgical treatment. The product was stored, inspected and prepped according to the instructions for use. There was no packaging damage noted prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. When removed from the tray the stent was not still constrained within the outer member/sheath. The device is available and being returned for evaluation.

Manufacturer narrative:
After removing a smartflex 8x60mm 120cm vascular stent delivery system (sds) from the packaging, it was found the stent "came out". Another smartflex was used to complete the procedure. There was no injury reported to the patient. The elderly female patient had femoral artery stenosis with normal surgical treatment. The product was stored, inspected and prepped according to the instructions for use. There was no packaging damage noted prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. When removed from the tray the stent was not still constrained within the outer member/sheath. The product was returned for analysis. A non-sterile unit of product smart flex 8x60mm vascular120cm sds was received coiled inside of a clear plastic bag. Per visual analysis the stent was fully deployed, with the plastic nut of the hemostasis valve tight closed. The stent was not returned for analysis. In addition, several kinks were noticed located approximately at 48, 61 and 105 cm from the distal end. No other damages or anomalies were observed on the returned device. Dimensional analysis was not performed due to the several kinks. Functional analysis was not performed as the unit was returned fully deployed. A product history record (phr) review of lot 297522 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses ~ deployment difficulty: premature/during prep¿ was not confirmed through analysis of the returned device as the unit was returned fully deployed and the functional test could not be performed properly. However, several kinks were observed on the returned unit. Exact cause of these damages could not be conclusively determined during the analysis. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to this issue. According to the instructions for use, which is not intended as a mitigation of risk, ¿prepare stent delivery system. Open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve on the handle is tightened on the pusher tube. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. G. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after removing a smart flex 8x60 120ccm vascular stent system from the packaging, it was found the stent "came out". Another smartflex was used to complete the procedure. There was no injury reported to the patient. The elderly female patient had femoral artery stenosis with normal surgical treatment. The product was stored, inspected and prepped according to the instructions for use. There was no packaging damage noted prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. When removed from the tray the stent was not still constrained within the outer member/sheath. The device is available and being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.